Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown femoral component catalog # unknown lot # unknown; unknown articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-02039, 0001822565-2018-02041. Product location is unknown.

Event description:
It was reported that the patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient was revised due to an allergic reaction.

Manufacturer narrative:
Upon receipt of additional information for the reported event, it was determined that this device did not cause or contribute to the reported event. The initial report should be voided.